Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specs. Add'l devices: (B)(4).

Event description:
On (B)(6) 2007, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent a surgical ligation and bypass of the iia to treat a type ii endoleak. The surgery was successful, and the pt is doing well post-procedure.